Event description:
It was reported that the ilet user with gastroparesis did not announce a coffee with creamer, after which blood glucose trended high and the ilet delivered automated correction; the user later experienced an urgent low glucose episode and self-treated with oral glucose, consistent with a missed meal announcement and user-interface/usage issues. Symptoms included hyperglycemia peaking at 268 mg/dl followed by hypoglycemia with a nadir of 59 mg/dl, shaking/tremors and confusion/disorientation. Outcomes included serious injury and the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem with no device problem found, characterized as improper or incorrect procedure related to missed meal announcement and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.